Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
The customer reported that the touchscreen is not responding. The customer contacted product support and requested for assistance. The customer has already replaced the user interface (ui) assembly and still has the same exact issue. Product support advised the customer to try another power management (pm) board and if that does not resolve the issue, the central processing unit (cpu) may be faulty. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 the biomedical engineer replaced the user interface assembly to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.